Event description:
It was reported that during a remote follow-up, oversensing was noted on the device. Abbott technical support was contacted and recommended diagnostic imaging to further evaluate. No intervention has been performed at this time. The patient was stable and will continue to be monitored.